Manufacturer narrative:
The charger was returned and evaluated. The charger did not smell of smoke. The charger and its harnessing showed no evidence of being damaged. The charger was tested on a slave unit and did not emit any smoke. The charger went through the charging stages normally.

Event description:
Provider alleges end user put batteries on to charge overnight, plugged into wall outlet and woke up to a smoke filled room. Fire department was called.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges end user put batteries on to charge overnight, plugged into wall outlet and woke up to a smoke filled room. Fire department was called.